Manufacturer narrative:
The investigation into the thrombus issue has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.

Event description:
The complainant had an impella cp implanted to support a 64-year-old male patient admitted with cgs/ami and undergoing percutaneous coronary intervention (pci) for coronary artery disease (cad). The patient had observed left ventricle (lv) thrombus. The thrombosis cause was unknown and so the pump was explanted. The clot may have been there prior to implant but, explanted when the patient was hemodynamically stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿